Event description:
It was reported that v.a.c. Therapy was placed on the patient in the operating room in 2009. Three days later, the case manager (rn) stated that the dressing was difficult to remove. The case manager stated that bleeding was noted in the wound bed after removing the v.a.c. Dressing. Although hemostats had not been achieved and the patient had active bleeding, a new dressing was applied in the outpatient clinic. While returning home from clinic. While returning home from clinic, bleeding was noted in the canister and under the dressing. A call was placed to the emergency department (ed). The case to go to the emergency department (ed). The case manager stated that in the ed a pressure dressing was applied and v.a.c. Therapy was placed on hold. Therapy was resumed four days later. V.a.c. Therapy was place on hold for a week, while the patient was in the hospital, and resumed the next day, after the patient was discharged home.

Manufacturer narrative:
V.a.c. Labeling instructs the user, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound." V.a.c. Labeling warns, "patients without adequate wound hemostasis have an increase risk of bleeding, which, if uncontrolled, could be potentially fatal. These patients should be treated and monitored in the care setting deemed appropriate by the treating physician," and, "consideration should be given to the negative pressure setting and therapy mode used when initiating therapy." V.a.c. Labeling also warns, "if significant bleeding develops, immediately discontinue the use of the v.a.c. Therapy system, take measures to stop the bleeding, and do not remove the foam dressing until the treating physician or surgeon is consulted. Do not resume the use of v.a.c. Therapy system until adequate hemostasis has been achieved, and the patient is not at risk for continued bleeding."